Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged pockets of pus behind the middle and distal wounds are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient was reported to be at high risk of infections and required multiple abdominal surgeries due to trauma incurred prior to placement of the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device met specifications before and after placement. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 19-jul-2021 the following information was provided to kci by the patient's home health nurse: on (B)(6) 2021, the patient presented to the emergency department and a computed tomography (CT) scan was performed. The CT allegedly determined there was a pocket of pus behind the middle and distal wounds. On 19-jul-2021 the following information was provided to kci by the patient: on (B)(6) 20201, the patient reportedly presented to the trauma center and the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed. On (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was reapplied. On (B)(6) 2021, clinical records were provided to kci by the home health agency that noted the following: on (B)(6) 2021, the patient reported the trauma team did not note any concerns with the wound. On (B)(6) 2021, the nurse reported a "moderate amount of white thick pus noted with an odor" after removing the v.a.c.® granufoam¿ dressing. The pus returned after cleansing the wound. The patient reportedly experienced "a bout of nausea" on the morning of (B)(6) 2021. On (B)(6) 2021, the patient presented to the emergency department with chief complaint noted as pain, swelling and warmth to abdominal wound for two days. The patient received a CT scan that revealed two thick-walled fluid collections that may represent small hematomas or abscesses. An ultrasound was ordered and subsequently the pockets were drained via beside incision and drainage. Minimal purulent drainage was expressed from the wound. The patient's discomfort improved. The patient was discharged home with antibiotic therapy for five days. On (B)(6) 2021 home health visit, it was noted the patient's abdominal incision healed. On (B)(6) 2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2021, the device was placed with the patient. On (B)(6) 2021, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.